Event description:
The reporter indicated that 13.2mm vicmo 13.2 implantable collamer lens of -8.5 diopter was implanted into the patient's right eye (od) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged for a shorter length lens due to excessive vault and the problem was resolved. Cause reported as unknown.

Manufacturer narrative:
Weight-ethnicity: unk. PMA/510k: this product is not marketed in the us. Claim# (B)(4).